Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (1750 mcg/ml at 650 mcg/day) via an implantable pump for an unknown indication for use. It was reported that on (B)(6) 2017, a difference in volumes extracted and calculated was observed. There were no identified contributing factors. No troubleshooting was performed. The pump was refilled and remained in service. The issue was resolved. The patient status was alive - no injury. There were no reported symptoms. No complications were reported or anticipated. Additional information was received. The extracted volume was 18 ml, and the calculated volume was 9 ml. The patient did not experience any symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The representative further stated that at "the refill" there was a difference in volume of "13 millimetres" between the programmer and the actual volume.